Event description:
The site reported that the table in a vertical position moved downward when the technician was attempting to drive it upward. The technician made several attempts to drive the table up, yet the table continued to moved downward and contacted the floor. The concern is that a serious injury could occur if the operator's foot was to become trapped between the table and the floor.

Manufacturer narrative:
According to the site technician, the system was rebooted following the incident. The technician indicated that the table drove up as expected after the reboot. The ge field engineer (fe) visited the site on the same day and attempted to reproduce the alleged incident with no success. Additionally, the fe performed functional test of the table and verified calibration and travel limits. The fe found no problems and verified that the system was functioning per specifications.